Event description:
Lap chole - "bag broke when attempting to remove gallbladder. Also hole noted in bottom of bag. Piece retrieved from pt."

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtained add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.